Event description:
Adverse event: interrupted procedure. Malfunction: tracking problem. The system operator reported the physician is having to excessively adjust center of treatment. While on-site, the territory manager was not able to duplicate any issues related to the placement of the aiming beam. He exercised the eyetracker seven times with different targets and found it to place the aiming beam in the center of the ablation and meeting every factory specification. Verification was completed confirming system operating to specifications. The physician was contacted and stated the tracking issue did not affect the pt's outcome (pt was not harmed or injured).

Manufacturer narrative:
Determination of root cause: assessment: a review for 3 months prior to the reported date showed no previous events of this type for this system. While on-site, the territory manager was not able to duplicate any issues related to the placement of the aiming beam. He exercised the eyetracker seven times with different targets and found it to place the aiming beam in the center of the ablation and meeting every factory specification. Verification was completed confirming system operating to specifications. Conclusion: based on the info provided and analysis conducted, no root cause could be identified. (B) (4)